Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event while using the ilet system and inset 23" 6 mm infusion set; the user contacted support for a supply change, was guided through a safe replacement, and insulin delivery was resumed. Symptoms included shakiness associated with hypoglycemia. Outcomes included a recorded low of 66 mg/dl lasting approximately 5¿10 minutes, receipt of device low and urgent low alerts, self-treatment with oral carbohydrate (orange juice), no need for external assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with contributing context of recent physical labor and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.